Event description:
This is a report of a peritoneal dialysis (pd) patient who experienced an increased intraperitoneal volume (iipv) event coincident with pd therapy. A patient reported that there was a draining slowly message during drain 4 of 4. The overfill event was indicated due to the drain being 4088 ml, which is 204% of the fill 2000 ml fill volume. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. The patient is trained to do manual treatments and has manual supplies. In a follow up, the patient verified the overfill event and said there was no harm, intervention or adverse event associated with the overfill. He was able to complete treatment and did received a new cycler.

Manufacturer narrative:
Correction: h.6.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a peritoneal dialysis (pd) patient who experienced an increased intraperitoneal volume (iipv) event coincident with pd therapy. A patient reported that there was a draining slowly message during drain 4 of 4. The overfill event was indicated due to the drain being 4088 ml, which is 204% of the fill 2000 ml fill volume. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. The patient is trained to do manual treatments and has manual supplies. In a follow up, the patient verified the overfill event and said there was no harm, intervention or adverse event associated with the overfill. He was able to complete treatment and did received a new cycler.

Manufacturer narrative:
Additional information: d.9,h.3. Plant investigation: the actual device was returned to the manufacturer for physical analysis. A visual inspection of the returned cycler exterior showed no signs of physical damage.there were no visual indications of dried fluid within the cassette compartment on the pump.there were no visual indications of particulates within the cassette area.there were no burrs or sharp edges in cassette area that may have punctured a cassette membrane.a (as-received with reduced dwell) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler.valve actuation test ¿ passed.system air leak test ¿ passed.the device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
This is a report of a peritoneal dialysis (pd) patient who experienced an increased intraperitoneal volume (iipv) event coincident with pd therapy. A patient reported that there was a draining slowly message during drain 4 of 4. The overfill event was indicated due to the drain being 4088 ml, which is 204% of the fill 2000 ml fill volume. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. The patient is trained to do manual treatments and has manual supplies. In a follow up, the patient verified the overfill event and said there was no harm, intervention or adverse event associated with the overfill. He was able to complete treatment and did received a new cycler.